Event description:
Device 3 of 3. Refer to MFR reports 1627487-2015-21002, 1627487-2015-21001. It was reported that the pt experienced overstimulation approx 4-5 months after the implant. This issue occurred with the original implanted lead as well (refer to MFR report 1627487-2012-14206). The pt also alleges experiencing radicular pain, burning in his right leg and incontinence. Additionally, the pt experienced pocket heating while charging the ipg. Surgical intervention will take place to address the issues. The pt also alleges experiencing multiple falls as a result of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.